Event description:
It was reported that during a surgery the cutter 1:5 is only meshing half a graft. Patient impact is unknown. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10. Medical product. Z.s.g.m. Cutter 1.5:1 ratio, catalog #: 00770301500, lot #: unk. Autoclave case, catalog #: 00770100300, lot #: unk. Z.s.g.m. Cutter 3:1 ratio, catalog#:00770303000, lot #: unk. Ratchet handle, catalog#: 00770102200, lot #: unk. G2: foreign. Event occurred in new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.